Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted on the bedside board. The cause of the resets is the shorted component. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.